Manufacturer narrative:
Broken weld.

Event description:
It was reported by service report that the fowler is stuck. Customer could not determine if there was patient involvement or if there were adverse consequences to report.